Event description:
It was reported, that the 2 proximal locking screws slip out from their initial position, 3-4 weeks post surgery, requiring a 2nd surgery.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional info becomes available, it will be reported on a supplemental report. It is not known at this time which locking screw caused the event. 1896-4026s (B) (4). 1896-4028s (B) (4). 1896-5037s (B) (4). 1986-5050s (B) (4). If that info is received, it will be reported on a supplemental report.